Manufacturer narrative:
Perforation is included as possible complication in the instructions for use (IFU) for the indigo system flash aspiration catheter. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery (rpa) and the left pulmonary artery (lpa) using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), and a non-penumbra sheath. During the procedure, it was reported that the flash catheter was tight in the sheath. The physician successfully removed thrombus from both the target locations. While removing the flash catheter, the physician lubricated the proximal end of the flash catheter and the sheath. Subsequently, the physician attempted to rotate the flash catheter in the sheath to help remove the flash catheter; however, while doing this, the physician lost control of the sheath and the sheath advanced 2-3 cm forward causing a small perforation in the right upper lobe. The procedure ended at this point. The patient had a brief period of hemoptysis which resolved on its own. It was reported that the patient''s vitals and oxygen saturation improved drastically after the procedure.